Manufacturer narrative:
(B)(4) the complaint 900mr990 850 pcba spares kit is currently en route to fisher & paykel healthcare (f&p) for evaluation. We will provide a follow-up report upon completion of our investigation.

Event description:
A healthcare facility in canada reported that the audible alarm of a 900mr990 850 pcba spares kit was not functioning. There was no patient involvement.

Event description:
A healthcare facility in (B)(6) reported that the audible alarm of a 900mr990 850 pcba spares kit was not functioning there was no patient involvement.

Manufacturer narrative:
(B)(4). Method: the complaint 900mr990 850 pcba spares kit was returned to the fisher & paykel (f&p) healthcare in (B)(6), where it was visually inspected and performance tested. Results: visual inspection of the returned 900mr990 850 pcba spares kit showed no physical damage. Performance testing of the complaint 900mr990 850 pcba spares kit confirmed that the audible alarm was not functioning. Additional analysis of the pcba identified a failure of a resistor (open circuit). Functionality of the speaker was confirmed following correction of the open circuit. Conclusion: the reported issue was found to be related to a open circuit condition on the spare part pcba. Our mr850 product technical manual contains a maintenance schedule which instructs the user to conduct annual visual checking and performance testing of the mr850 heater base. In addition, the product technical manual also states that "all servicing procedures should be followed by a humidifier test, and an electrical safety test to ensure proper operation". The mr850 is equipped with visual alarm indicators in addition to the audible alarm.

Event description:
A healthcare facility in canada reported that the audible alarm of a 900mr990 850 pcba spares kit for use in an mr850 respiratory humidifier was not functioning. There was no patient involvement.

Manufacturer narrative:
(B)(4). UDI related data quality updates only. Corrections to reflect gudid: section d1: brand name updated to fisher & paykel healthcare; section d2a: common device name updated to respiratory humidifier; section d4: model and catalog # updated to mr850jhu; section d4: lot number and UDI details were not received; section g1: contact person updated to mr. (B)(4). Method: the complaint 900mr990 850 pcba spares kit was returned to the fisher & paykel (f&p) healthcare in new zealand, where it was visually inspected and performance tested. Results: visual inspection of the returned 900mr990 850 pcba spares kit showed no physical damage. Performance testing of the complaint 900mr990 850 pcba spares kit confirmed that the audible alarm was not functioning. Additional analysis of the pcba identified a failure of a resistor (open circuit). Functionality of the speaker was confirmed following correction of the open circuit. Conclusion: the reported issue was found to be related to a open circuit condition on the spare part pcba. Our mr850 product technical manual contains a maintenance schedule which instructs the user to conduct annual visual checking and performance testing of the mr850 heater base. In addition, the product technical manual also states that "all servicing procedures should be followed by a humidifier test, and an electrical safety test to ensure proper operation". The mr850 is equipped with visual alarm indicators in addition to the audible alarm.